Event description:
Star total ankle replacement components were removed due to loose components most likely caused by lack of osteointegration.

Manufacturer narrative:
Additional removed components: star total ankle replacement sliding core mobile bearing, model#: 400-140, lot#: 0928123, expiration date: 01/01/2015, device manufacture date: 01/2010. Star total ankle replacement talar component, model #:400-255, lot#: 030812/3844, expiration date: 06/01/2009, device manufacture date: 06/2004. There were no deviations reported in the dhrs for part no. 400-140, lot no. 0928123, and part no. 400-255, lot 090528-3001 notes that 4 out of 15 pieces were discarded. All released parts were within specification.